Event description:
Caller reported malfunction 199 and malf 16 on a tandem pump. Blood glucose level was 21 mmol/l, which is normal. Customer was assisted by technical support to reset the pump; however, the malfunction code recurred, leading to the decision to replace the pump. Customer planned to use a backup insulin pump to ensure continued delivery. Technical support confirmed the shipping address and instructed the caller on returning the problematic pump with a pre-paid label within 10 days. Customer was knowledgeable on putting the pump into storage mode before returning it.